Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a replacement insulin pump and it started blinking a black screen and then a blank screen after she put in her settings and did a rewind. Customer's blood glucose was 133 mg/dl at the time of the incident. Customer stated that she just pulled the pump out of the box. Customer stated that she put the battery that came with the pump into the pump. Customer stated that the battery compartment and spring are not damaged. Customer stated that the display did not return after inserting a new battery. Customer tried again after cleaning the battery cap and the display came back. Customer stated that as soon as she tried to prime the pump, the pump reset again. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
The pump was received with a blank display. After disconnecting the electronic assembly stack and reconnecting it, the pump powered up properly. The problem was isolated to the electronic assembly. Unable to perform the functional testing due to the unexpected blank display. The pump was received with a cracked reservoir tube lip.